Event description:
Malt pt with history of having sustained an injury to his neck on 9/1/91. Subsequently diagnosed as having suffered from c5-c6 and c6-c7 disc herniations. Treated with anterior interbody fusions c5-c7 using the robibson technique. Diagnosis 11/17/92 as having failed fusion at c5-c7. Underwent repeat disectomy and repeat anterior cervical fusion withcaspar titanium plate and screws at c5-c7. Good immediate post-op results. On 4/1/93 pt complained of pain and paresthesia un upper left extremity. X-ray showed two fractured screws and per physician non-union. Physician stated that he beleived symptoms are due to delayed osteogennesis because of pt's long term heavy smoking.. Follow-up on 5/12/93 physician saw 'clinical progress'. Pt's current condition is unknown because he was transferred to another state; pt is an inmate.